Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had power failure while restocking and end of shift count. A field service engineer worked with the customer to troubleshoot the issue, performed hardware diagnostics, checked connections, and tested voltage, which identified a failed internal battery on the station, replaced the internal battery, reseated all connections on the main top cover, and rebooted the station multiple times. Had the customer log in and test the station and verified proper functionality. Also performed a test inventory on the drawer to confirm the station was receiving proper power, which was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had power failure while restocking and end of shift count. However, there were no delays or adverse events or injuries reported based on this event.